Event description:
It was reported by surgery nurse via phone call to customer service that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately seven (7) years. Per follow up with the healthcare provider, records indicate that the subject valve was explanted due to calcification. The explanted valve was returned, but not yet evaluated by edwards.

Manufacturer narrative:
The explanted device was returned to edwards; however, evaluation has not yet been completed. Edwards evaluation results and conclusions will be reported once completed.

Manufacturer narrative:
X-ray. The explanted device was evaluated; as received, majority of leaflets were cut out from the valve, however leaflet remnants were observed on the valve. Calcification was observed on the remaining leaflet tissue. Host tissue was observed on the stent inflow and outflow. Wireform was cut near commissure 1, two cut edges appeared to match up. Report of an aortic valve explant after an implant duration of approximately seven (7) years. Although the majority of the leaflets were removed from the returned valve, calcification was confirmed on the remaining tissue. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.